Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was placed, and exhibited poor sen sing. The physician attempted to recapture the device, but noted a kink in the bend of the delivery system. The physician was unable to completely recapture the device, but was able to extract it into the delivery system. A new ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Fdc product ID: mc1vr01-delsys product ID: mc1vr01. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 4.8 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The device was able to be fully deployed and recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was placed, and exhibited poor sen sing. The physician attempted to recapture the device, but noted a kink in the bend of the delivery system. The physician was unable to completely recapture the device, but was able to extract it into the delivery system. A new ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID# mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.